Event description:
Clinical study. Same case as 6000089-2007-00434, 6000093-2007-00606. It was reported that less than 24 hours after a coronary drug eluting stenting treatment procedure, the patient experienced a stent thrombosis, treated with pci. Lesion 1 was a 3.0mm, 100% stenosed, 14mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion by implanting a taxus express2 2.75x16mm study stent. Lesion 2 was a 2.5mm, 70% stenosed, 10mm long portion of the right atrio ventricular branch (r-pav). The physician treated the lesion with placement of a taxus express2 2.5x16mm study stent. Lesion 3 was located in the 1st right posterolateral branch (1st rpl). An unknown size taxus express2 study stent was implanted. Less than 24 hours after the procedure, the patient experienced st elevation, a stent thrombosis treated with pci, balloon angioplasty. The patient was discharged 5 days later on plavix and aspirin. The patient outcome is listed as good with no further problems. No further details are available at this time but have been requested.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.